Manufacturer narrative:
This event appears to have occurred in (B)(6).

Event description:
The customer received questionable low results for multiple assays. Of the data provided, only the following two results were discrepant. Patient 1 initial alanine aminotransferase (alt) result was 2.5 u/l. Repeat result was 30.2 u/l. Patient 2 initial alkaline phosphatase (alp) result was 66 u/l. Repeat result was 111 u/l. It was unknown if any erroneous result was reported outside of the laboratory. There was no adverse event. The reagent lot numbers and expiration dates were requested, but were not provided. A preanalytic issue from sample tube handling was suspected. The field service representative performed a decontamination of the module, used a maintenance kit and new seals, checked the water supply system, decontaminated and changed filters, adjusted the sample and reagent probes, checked the wash baths, wash station, and flow path.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.